Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2012. During the procedure and before the device was used on the patient, it was noted that the package was not well sealed. It was unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The product is conforming to the specifications and the seal transfer is visually conformed.